Manufacturer narrative:
The device was returned to olympus for evaluation, and it was observed that the inside of the nozzle and the plastic distal end cover had foreign material. These findings were due to insufficient cleaning or handling of the scope. Due to this finding the suction function did not work. Additionally, due to this finding, the cleaning brush and the forceps could not be inserted into the channel. Upon further inspection, it was observed that the specified resolving power (part of the image) was not obtained. Additionally, black and white dots were observed on the image. These findings were due to damage on the charge-coupled device unit. It was observed that the adhesive on the bending section cover was detached. It was also observed that the connecting tube had a dent, a wrinkle and was sticky. It was observed that there was an abnormal sound made due to deformation of the right/left and up/down knobs. It was also observed that the bending angle in the down direction did not meet the standard value due to wear of the angle wire. Also, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the keytop on switch one had a cut. It was also observed that there was a chip on the image guide protector. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: grip, switch box, video cable, video connector case, and on the electrical contact of the video connector. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. ¿ the customer confirmed that the facility does not delay the start of precleaning on the equipment after use. ¿ the customer wiped the surfaces during pre-cleaning. ¿ the customer flushed the air/water channel with water and air by using mh-948 or other equipment. ¿ the customer confirmed that the manual cleaning was performed within an hour after the procedure. ¿ the customer wiped the surfaces during manual cleaning. ¿ the customer confirmed that the device was appropriately rinsed before manual disinfection. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of foreign material could not be determined. Considerations: ¿ there were no deviations from the instruction manual in the reprocessing steps at the material residue point. ¿ no physical damage was confirmed at the place where the foreign material remained. ¿ although the material could not be readily identified, based on the obtained information simethicone is a possibility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited foreign material inside the nozzle and the plastic distal end cover. There were no reports of patient involvement.